Manufacturer narrative:
Investigation results: the complaint that the needle did not retract was confirmed from the video that was provided for investigation. The video showed what appeared to be the button being pressed multiple times to activate the safety mechanism. The needle did not retract fully when the button was initially pushed, but subsequently retracted with additional manipulation. The cause of the reported issue could not be determined from the video. As the IV catheter was positioned against the grip, it could not be determined if the catheter was loosened from the needle. Representative samples were provided for investigation and a functional test showed that the needles fully retracted when the white button was pressed. No damage or defects were identified on the physical samples. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard had a needle retraction failure. The following information was provided by the initial reporter: the nurses noticed the needle does not retract when you push the button a majority of the time. To me this is a safety issue.